Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Struggled to pull tampon out- vagina [foreign body in reproductive tract]. Finally found what string was there... Could only pull it by a tiny singular thread [device breakage]. Struggled to pull it out of me- tampon [complication of device removal]. Case narrative: consumer reported via email that she struggled to remove the tampon due to a short string. No serious injury was reported.

Event description:
Struggled to pull tampon out- vagina [foreign body in reproductive tract]. Finally found what string was there... Could only pull it by a tiny singular thread [device breakage]. Struggled to pull it out of me- tampon [complication of device removal]. Case narrative: consumer reported via email that she struggled to remove the tampon due to a short string. No serious injury was reported.

Manufacturer narrative:
Correction: suspect device is l./tamppns/organic cotton/plastic/junior-lites/non-deodorant.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Struggled to pull tampon out- vagina [foreign body in reproductive tract] finally found what string was there... Could only pull it by a tiny singular thread [device breakage] struggled to pull it out of me- tampon [complication of device removal] case narrative: consumer reported via email that she struggled to remove the tampon due to a short string. No serious injury was reported. Lot codes: 2025243049, 2026243049, 2031243049, & 2032243049.